Event description:
Tech alleged that the ground resistance reading is out of range on the bed. No pt impact.

Manufacturer narrative:
The tech found the power cord plug had is worn. The tech replaced the power cord plug head to resolve the issue.